Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that while performing system check before installing the ultrasound system for the customer, the transducer displayed a usacquisitionhw_40_0 error message. There was no exam or study being performed when the error occurred; therefore, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation. The transducer referenced in this report was returned to siemens for investigation. Engineering investigated the reported issue and did not find any problem. During visual inspection, no visible damage was found on the articulation sleeve area. System testing was executed and no system error was able to be reproduced. Additional functional tests were conducted and the transducer was confirmed to be performing to its specifications. Based on the results of the investigation, there was no trouble found as the root cause of the reported error could not be identified. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).